Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The operating currents are within specification. The insulin pump passed self test, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, display window, reservoir tube, reservoir tube window, battery tube threads, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that she experienced high blood glucose levels. The customer's blood glucose was 82 mg/dl at the time of the alarm. The customer did not observe any significant events leading to the alarm. She reported that her blood glucose rose to 417 mg/dl, which she treated with manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.